Manufacturer narrative:
Patient weight and ethnicity and race: unknown as information was not provided. Date of event: unknown as information was not provided. The best estimate date is between (B)(6) 2021. Date explanted: not applicable as the iol remains implanted in the patient's os. It was indicated that the iol is not being returned for evaluation as it remains implanted in the patient¿s os therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). Device evaluation: product evaluation could not be performed since, at the time of this investigation, the product had not been received as the lens remain implanted in the patient's os. If the product is returned regarding this evaluation the case will be reopened to complete sample evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) was implanted in the patient's ocular sinister (left eye). Patient reports despite all the care taken during the treatment until now and the fact he has had several exams after the surgery, being assisted by three (03) different specialists who stated there is no vision problem anymore, however, his vision is not good. Short vision has improved, but it seems to be affected by a sort of astigmatism, although it is not detected in any exam. For medium and far distances, he has very bad vision where any element is undefined as if severely affected by a strong astigmatism or similar problem. The shapes are without definition and there is no sharpness at all. All the specialists have told him he should see perfectly and have no explanation for his complaints. It was also reported laser capsulotomy was performed (B)(6) 2021, after the iol was implanted. Through follow-up additional information was received stating during one of the post-surgery follow-up appointment, the ophthalmologist stated there was a small amount of cells in the optic axis between intraocular lens and posterior capsule, which should be removed in order to give the patient better and clear vision. Therefore, the laser capsulotomy was performed. Until today, the patient is not sure if this procedure made any difference to his vision. Additional information was received from the patient stating the vision between 0-1.5 meters where letters, forms, etc. Seem to be doubled (the second image is like a fog, almost like a shadow of the original shape). The medium-far image is very blurry. Patient also stated his short/near vision (reading distance) he is able to read, but does not have a sharp vision. Iol is not being returned as it remains implanted in the patient's os. No further information is available. Patient had bilateral lens implants. This report captures the lens implanted in patients left eye. A separate report will be filed for the right eye.